Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to advance. The reported patient effect of death is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the proximal circumflex artery, the 4.0 x 08 mm xience alpine stent delivery system (sds) failed to cross the lesion for an unspecified reason. A non-abbott stent was used in the procedure without reported issue. It was noted, however, that the patient died during the procedure of 'natural cause' not related to the device. No additional information was provided.